Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds along with a decrease in pace impedance measurements. There was noise reported. An x-ray was performed which revealed no lead issues. The physician modified the device programming and increased the rv pacing outputs to 6 volts. The physician opted to continue to monitor this patient. Several months later it was reported that the rv lead exhibited an increase in pace impedance measurements from 600 ohms to 1,000 ohms. There was also noise, oversensing and inappropriate therapy delivered. It was believed that the lead was fractured. No adverse patient effects were reported. This product remains in-service. The patient was admitted into the hospital for monitoring until a revision could be performed.

Event description:
A revision procedure was to be performed. At this time no details have been reported to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.